Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device was turning off by itself after turning it on for the past couple of years. The patient also reported they had a stinging sensation at the ins site, also since years ago. The patient was advised to contact their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the patient was last seen on (B)(6) 2019 and the ins was not turning itself off at that time when asked for the date it was first noticed. The hcp reported the cause of the ins turning itself off and stinging was not known and if the patient came in for follow up they would check the ins. No further complications were reported.